Manufacturer narrative:
(B)(4). Verified item/lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and the anterior of the post feature has fractured off. All pieces were not returned. The device history records and receiving inspection report was reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined..

Event description:
It was reported a tasp was returned fractured. There was not patient involvement. All pieces have not been returned. Attempts have been made and no further information has been provided.